Event description:
Per the clinic, the patient developed a bacterial infection in the mastoid region. The patient was treated with eight weeks of intravenous (IV) antibiotics; however, the infection did not resolve resulting in the decision to explant the device. The device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, it was also reported that the patient was hospitalised twice within the 8 week period for 2 to 3 days.